Manufacturer narrative:
The device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer, " loop broke inside the patient's uterus ", could be confirmed. Based on the two-dimensional bending of the rods, the electrode must have been subjected to excessive force, ultimately resulting in the breakage. This points to user error, as hf cutting is a touchless procedure. The IFU 97000160_electrodes for single use_v10.5_print contains the following warning on page 5: "warning: risk of injury: overloading the instrument by exerting too much force may cause the medical device to break, bend, and malfunction, and consequently injure the patient or user. Do not overload the instruments. Do not bend bent instruments back to their original position." The investigations conducted did not identify any root cause related to the labelling, the device itself, or its use history. All production[?]related quality controls were successfully passed, and no non-conformities were found in the device's manufacturing records. The labelling was determined to provide adequate instructions and warnings. A review of the complaint history did not show an increase in similar complaints, and no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Correction was made in section d2b. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. This product is not sold in the u.s but we do sell similar products marketed in the u.s, and so this event is reported out of abundance of caution. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "during a hysteroscopic resection procedure, a single-use loop broke inside the patient's uterus. The fragment was successfully retrieved. No negative impact in state of health reported. New information received. According to the new information the procedure was extended by approximately 1 hour. The practitioner had to search for the broken loop fragment that detached and remained in the patient's uterus. This fragment was found and removed from the uterus. No negative impact in state of health reported. Due to the extension of the procedure.

Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).